Event description:
The 89 year old male patient involved was reported for wear monitoring due to early prosthesis wear approximately 6 and 5 years after the index surgeries on his left and right hips respectively. Prosthesis wear was able to be confirmed on the right hip and potential osteolysis noted on the left side in the provided radiographs. However, the devices are not available for evaluation as they remain implanted. Per radiograph investigation findings and based on the relative difference in the distances between the femoral head and the edge of the acetabular shell, there appears to be slight polyethylene wear of the liner in the direction of the applied load resulting in eccentric positioning of the prosthetic head within the acetabular cup and proximal migration of the femoral head. However, this cannot be confirmed as the exposure on the radiograph makes it difficult to identify the precise location of the femoral head and the devices were not available for evaluation as they remain implanted. There appears to be an area of osteolysis.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner due to implant positioning. The most likely cause for the monitoring reported due to early prosthesis wear and osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2022-00870.